Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. D4 lot number: updated from 0031698481 to 0031919364. D4 expiration date: updated from 05/25/2026 to 06/28/2026. Upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 29.5cm from the tip inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the stent tube was kink. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected. Resistance was noted during delivery in the pathway, increasing gradually from mild to severe, until it became stuck in the pathway. The stent was removed from the body through the guide catheter and the stent was observed to be kinked. The procedure was completed with another of the same device. There were no patient complications, and the patient condition following procedure was stable. It was further reported that the stent was in the guide catheter and could not be pushed out smoothly.

Event description:
It was reported that the stent was damaged. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected. Resistance was noted during delivery in the pathway, increasing gradually from mild to severe, until it became stuck in the pathway. The stent was removed from the body through the guide catheter and the stent was observed to be kinked. The procedure was completed with another of the same device. There were no patient complications, and the patient condition following procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the stent tube was kink. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left vertebral artery. A 5.0mmx15mmx150cm express vascular sd stent balloon expandable was selected. Resistance was noted during delivery in the pathway, increasing gradually from mild to severe, until it became stuck in the pathway. The stent was removed from the body through the guide catheter and the stent was observed to be kinked. The procedure was completed with another of the same device. There were no patient complications, and the patient condition following procedure was stable. It was further reported that the stent was in the guide catheter and could not be pushed out smoothly.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).